Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly tortuous and mildly calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous superficial femoral artery that is 70-80% stenosed. A 6.0x250mm armada 35 balloon catheter was advanced to the lesion; however, during the first inflation at 4 atmospheres the balloon ruptured. A new armada 35 was prepared and used without issue to complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.